Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was experiencing issues with the interface between the flex tracheostomy tubes and the white tracheostomy caps. The caps do not fit snugly on some tracheostomy tubes, different trach's of the same exact size. Some seem to work fine, others the cap were very loose and patients easily cough the cap off. The only remedy that could finally come up with was for the inner cannula to be removed when using the cap, which is not ideal in this particular patient case. There was no patient harm.